Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2016. The cause of death was enlarged heart with 90% artery blockage and severe coronary heart disease. Caller reported that the customer's children found customer deceased in her bed. Caller also reported that customer had e-coli and a urinary tract infection for which she was in the emergency room on 3 occasions and was taking antibiotics. Caller reported that customer had high blood glucose of 400 mg/dl to 500 mg/dl and the next day would drop to 65 mg/dl and 45 mg/dl. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. It was not certain if the customer was using sensors, but caller thought that maybe so. The caller stated that the customer had other diseases such as heart disease and infections. The caller did not have pump but agreed returning the insulin pump if found.